Manufacturer narrative:
The specimen was collected as a finger stick. The instrument is currently within qc specifications. A field service engineer (fse) was dispatched: the fse replaced the rbc aperture block and verified the instrument's operation. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported the coulter hmx cap pierce hematology analyzer generated erroneous low wbc, hgb and erroneous high rbc and plt results with h and h mismatch results on two different samples drawn from the same patient. The instrument generated flags for the wbc parameter. The results were reported out of the lab and the doctor questioned the hgb and hct results from the initial draw and asked for the patient to be redrawn. The redrawn specimen gave similar erroneous results. A 3rd sample was collected from the patient and analyzed on a different instrument. The customer considers these results to be correct. A corrected report was sent out. No death, serious injury or change to patient treatment was associated with this event.